Event description:
Reportedly, when an attempt was made to connect the device to the pt, the defibrillator cable would not connect to the defibrillator cable. The reporter realized the electrodes of other MFR would not fit to the cable. A set of fast-patch disposable defibrillation/ECG electrodes was located and was used to convert the pt to a perfusing rhythm. The pt was resuscitated. The reporter called medtronic physio-control in an attempt to identify the source of the incorrect electrodes.